Event description:
While operating room staff were preparing for procedure they opened a newly reprocessed ethicon endopath xcel 12mm trocar and the device had broken in the box. The buttons used to secure the sutures were broken off. All components retained. No injury to patient as this was found prior to use.====================== health professional's impression======================it broke.====================== manufacturer response for reprocessed endopath xcel 12mm trocar, endopath======================the manufacturer is aware of the multiple failures we have been experiencing.